Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clip on the left side of the carrying case was broken prior to use by a patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One patient pack was not returned for evaluation. As a result, the reported event was not confirmed. A review of the manufacturing documentation confirmed that the patient pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clip on the left side of the patient pack was broken prior to use by a patient. No patient complications have been reported as a result of this event.